Event description:
Patient's administration of vancomycin was extended until (B)(6) 2019. He was then instructed to begin doxycycline on (B)(6) 2019 for long term suppression.

Manufacturer narrative:
The onset of the patient's driveline infection was reported within MFR report number 2916596-2019-02345. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 3 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for sepsis and positive blood cultures with complaints of nausea, vomiting, and fever for the past 3 days. White blood cell count and lactate dehydrogenase were elevated on admission. Blood cultures were obtained and came back (B)(6) for (B)(6). Patient was taking doxycycline for long term suppression for a driveline infection. The driveline had a significant amount of drainage so cultures were obtained. Cultures came back positive for enterobacter gergoviae. Patient was given one dose of zosyn and was then started on intravenous vancomycin and cefepime on (B)(6) 2019. Cefepime was stopped and vancomycin was continued. Cefepime was switched to rocephin on (B)(6) 2019 with a plan to continue for 2 weeks. Transesophageal echocardiogram was obtained to rule out infection and results came back negative. Patient was discharged to home on (B)(6) 2019 with orders to continue vancomycin for 6 weeks with an estimated end date of (B)(6) 2019 and completed the rocephin on (B)(6) 2019.